Event description:
The customer reported the system would not boot up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an over-the-phone investigation. The customer was guided by the service rep to reset the circuit breaker on the workstation. The system was then operating as intended.